Manufacturer narrative:
In this case, the date of finding predates the awareness date, as the initial complaint did not provide sufficient information to establish a reporting obligation. The manufacturer received a complaint on (B)(6) regarding alleged slippage. At that time, no injury, malfunction, or clinical consequence was reported. The returned device was found to be within specifications with no evidence of malfunction. The customer was asked to provide additional information. On (B)(6), the manufacturer was notified by the swedish competent authority that the end-user had reported an injury associated with the same event. This information was not available during the initial complaint assessment and was not provided in response to the manufacturer's request for further details. As no deviations were found and the product sent in complied with the specification, no causal link could be established between the product in question and the incident described. Our experience is, that pinning technique can contribute to slippages. In this context, we refer the user to our corresponding recommendations in the instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." Following receipt of the new information, the customer was asked to provide additional information on the incident in question. If further relevant findings become available, these will be presented in a follow-up report.

Event description:
Swedish medical products agency informed us on (B)(6) that one of our products was involved in a case in which the patient sustained a laceration.